Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted this time. A call was placed to technical services on (B)(6) 2017 stating that excursion several time with pace impedance up to 2200-2300 ohms on latitude causing alert.the physician was dr.(B)(6) no known hospital information. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).